Manufacturer narrative:
The device was received by the resmed technical service center and an evaluation was performed. The evaluation determined that the display issue was caused by physical damage (impact) to the screen. The touchscreen was replaced to address this issue. The evaluation also determined that the device failure to complete its internal self-test was due to a defective pneumatic block. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable resmed reference #: (B)(4).

Event description:
It was reported by resmed that an astral device had an cracked display screen and failed to pass its internal self test. There was no patient injury reported as a result of this incident.